Manufacturer narrative:
The field service engineer found the probe occluded with gel and the rinsing for the probe was low. He changed the probe and adjusted the rinsing and verified performance with precision testing. The customer performed and accepted all qc. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The alp reagent lot number was 607949. The total protein reagent lot number was 804292. The expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results for qc material and patient samples from the cobas c 503 analytical unit. The samples were repeated because qc was out of specification. Sample 1 initial alp result was 112 u/l. The repeat twice on another analyzer with a result of 61 u/l each time. Sample 2 initial total protein gen.2 result was 5.8 g/dl. The repeat result on another analyzer was 7.2 g/dl. The repeat results were believed to be correct.